Event description:
An end user called in to report a red rash under the mass. The end user stated the rash has been intermittent since he first received his colostomy in (B)(6) 2011.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated he changes his wafer every 2-7 days, cleans his skin with warm water and a mild soap, dries his skin, and applies the wafer. The end user also stated he occasionally uses a cortisone cream. The end user was re-educated on proper skin care and the usage of crusting with stomahesive powder. Samples of a modified stomahesive product were to be sent to the end user. No add'l patient/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. A return sample for eval is not expected.